Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the palindrome catheter had a lesion approximately 2 cm above the cuff, at the exit site of the patient. The defect was noticed after 6 months of use. The device was removed and replaced.

Manufacturer narrative:
Submit date: (B)(6) 2015. One sample was received at the manufacturing site for analysis and investigation. One catheter was returned for evaluation. A partial catheter was received (extensions and 5 cm of shaft). Blood traces were identified all over the catheter and blood traces were found in the catheter's extensions. Through visual inspection a pin hole was detected in the shaft 0.5 cm below the hub. There was no physical evaluation required. The reported condition confirmed through visual evaluation. As part of the investigation process the finished good lot was reviewed. The device history record review (DHR) does not reveal any deviation of the current procedure that might have contributed to the reported condition. In addition, no non-conformances (ncrs) were opened for all the assembly levels, raw materials and incoming components. The process failure mode and effect analysis procedure was reviewed in order to identify potential causes associated with this event. Based on the available information, the most probable cause can be considered product misuse. According to the instructions for use it is important to exercise caution when using sharp instruments near the catheter. The catheter tubing can tear when subjected to excessive force and rough edges. Inspect the catheter frequently for nicks, scrapes, and cuts which could impair its performance. While the labeling provides an appropriate warning, labeling cannot prevent a clinician from failing to heed the warning and the appropriate measures to use a device according to manufacturer instructions for use. This is not a manufacturing related event. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.